Manufacturer narrative:
Correction to pt identifier (B)(6). Manufacturing report number submitted on 05/06/2015 from 9611710-2014-00077 to 9611710-2015-00077. Reported to the FDA on 05/07/2015.

Event description:
The complainant reports finding a hole in the tracheostomy tube inflation cuff prior to use.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional info become available,a f/u report will be submitted.